Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was a leak from the reservoir, as well as multiple air bubbles located near the stopper between the 2 o-rings in the reservoir. The caller did not know the blood glucose reading. It was also observed that the insulin pump had moisture under the display screen. The caller stated that the reservoir had been discarded, not used. It was reported that there was an isulin leak past the first o-ring of the reservoir. The caller was advised that the leak may have been an air bubble in the reservoir that was expanding during filling. Advised a reservoir change. The caller discontinued use of the insulin pump. Nothing further reported.